Manufacturer narrative:
(B)(4) review of cta¿s 8-months post-implant revealed that 2 valiant stent grafts were implanted in the patient. The proximal device was positioned beginning just distal to the lsa; extending into the descending thoracic. The 2nd valiant stent graft extended 3cm distally from the proximal device, overlapping the proximal device 5cm, and the distal end was positioned approximately 6cm from the celiac artery. The proximal stent graft od measured 27mm and the distal stent graft od was 33mm. Distal to the devices the thoracic od was 36mm and contained thrombus. The maximum diameter taa measured approximately 8cm; no clear endoleak was seen. Beginning near the overlapping stent grafts stent graft thrombus was seen extending to the distal end of the devices. The patient was also noted to have an untreated 5cm aaa. Review of cta¿s 2 years post-implant revealed that the devices were positioned in the approximate same location as the previous study at 8-months. The proximal stent graft od measured 27mm. The distal stent graft od was 35 x 36mm and distal to the devices the thoracic diameter was 46mm and contained thrombus; both increased in diameter from the earlier study. The max diameter taa measured approximately 9cm; no clear endoleak was seen. The aaa now measures 6.2 cm in diameter. Only a small amount of thrombus was seen within the distal portion of the device, and no other stent graft issues were observed. Review of films during an angio intervention at 2 years post-implant revealed that contrast was seen outside the stent graft; it was visible on the outer curvature at the top of the arch and also along the mid-length of the devices. The type of endoleak could not be determined. The proximal device was seen re-lined with another mfgs device. Another device was then seen positioned distal to the devices for treatment of the distal taa expansion; angio images showing deployment of this distal device and final angio were not seen in the images provided. No other stent graft issues were observed. The exact cause of the ruptured taa could not be determined. Although no clear endoleak was seen in the CT¿s it is possible that the taa may have been pressurized. It is possible that the observed disease progression distal to the stent graft (thoracic dilatation with minimal distal stent graft sealing) may have contributed.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 95 mm diameter thoracic aortic aneurysm. It was reported that the patient presented at the hospital with a thoracic aortic aneurysm rupture. A CT was done and showed that the current stent graft needed to be extended distally because the aorta had grown in diameter. The angiogram showed there was a distal type I endoleak. The physician extended with another manufacturer's stent graft proximally and distally; however, the patient died during the procedure. The physician stated that the patient did not return for follow up after the initial implantation procedure and the patient's death was due to the ruptured thoracic aortic aneurysm.